Manufacturer narrative:
Device evaluated by manufacturer: the microcatheter was returned with a f-idc coil. Visual and microscopic analysis revealed the coil and pusher wire were protruding from the tip of the microcatheter. A kink was noted on the catheter 38cm from the proximal end. The pusherwire could not be advanced out of the microcatheter. The coil and distal end of the microcatheter were jammed within the catheter. The catheter was cut to remove the coil and pusher wire. As the coil and pusher wire were advanced out of the catheter lumen blood advanced from the catheter. Once the pusher wire/coil were removed from the catheter a functional test was carried out with a 0.0184in mandrel. The mandrel advanced without resistance out the distal end of the catheter. The most probable root cause was determined to be user related as the device was not used in accordance with the dfu and/or any use not considered accepted general medical practice. Per dfu a microcatheter with inner diameter of 0.021in is recommended. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-01124. Reportable based on analysis completed on (B)(6) 2011. It was reported that during an unspecified treatment procedure a coil detached and became stuck in the microcatheter. Vascular access was obtained via the femoral artery. The target lesion was located in the carotid artery. The 135/10 0.027 renegade hi-flo microcatheter was advanced to the target location. Three unspecified coils were successfully deployed. A 3mm x 12cm fibered coil system was selected for use and during advancement the coil detached and remained inside the distal end of the microcatheter. The procedure was completed with the coils that had been placed. No patient complications were reported and the patient status is unavailable. Returned product analysis revealed the coil and pusher wire were protruding from the tip of the microcatheter.